Manufacturer narrative:
The investigation results for this complaint are involved product whose the handle broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1868208). Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a k-file m-access 25mm 006 the plastic handle of the file broke during use that caused the doctor to lose control of the file and be unsteady. The patient was stabbed in the gingival mucosa and bled due to this breakage of the file.